Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) system was experiencing oversensing/pauses in pacing during deep breathing. An invasive procedure was performed and the physician elected to replace the ICD. No further information is available at this time.